Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed blood within the balloon and the attached rhv. The guide wire was returned within contained within occlusion balloon catheter. No other anomalies were noted on the device. The guidewire contained within the occlusion balloon catheter was unable to be removed and the device was unable to be flushed due to it being blocked with blood. Information available indicated that the occlusion balloon catheter was confirmed to be in good condition prior to use. Blood observed during analysis can block the inflation ports causing inflation and deflation issues. However, it cannot be determined when during the procedure blood could have entered the balloon ultimately contributed to the reported and observed anomalies. Based on the device analysis and information available, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that the balloon catheter would not deflate. There were no reported clinical consequences to the patient.

Event description:
It was reported that the balloon catheter would not deflate. There were no reported clinical consequences to the patient.